Manufacturer narrative:
Concomitant medical products:39565-65 pain stim lead implanted: (B)(6) 2014; 37714 pain stim ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch and oversensing. The lead remains in use. No patient com plications have been reported as a result of this event.